Event description:
A surgeon reported that the haptics of a cv232 iol would not lie down in the pt's left eye, was removed and another implanted. Request has been made for additional information, however no further information is available at the time of this report.